Event description:
The pt presented with symptoms of an infection, these included fever, redness, swelling, and meningeal signs and symptoms. A culture of the cerebrospinal fluid was done. The results were not reported, but the pt was diagnosed with meningitis. The pt was treated with IV antibiotics and the device system was explanted. The infection resolved and the pt experienced no drug withdrawal. The pt had risk factors of debilitated status and urinary tract infections.